Event description:
It was reported that an ilet user experienced hyperglycemia, with a fingerstick blood glucose of 563 mg/dl, while using a dexcom g7 and teflon infusion sets; the family administered 6 units of subcutaneous insulin outside the pump per prior healthcare guidance, and customer care advised disconnecting the pump during injection dosing, acquiring ketone test strips, and avoiding insulin stacking by waiting two hours before reconnecting. Investigation of this case revealed that hyperglycemia was temporally associated with recent antibiotic therapy after a non-diabetes hospitalization, with no device performance issue confirmed and recovery achieved with corrective actions. Symptoms included elevated blood glucose without reported diabetic ketoacidosis symptoms or other clinical complications. Outcomes included temporary transition to backup therapy with correction by injections, subsequent downward trend to 400 mg/dl, and later resolution to 98 mg/dl with return to pump therapy, with the patient reporting feeling well. Investigation included telephone troubleshooting, review of glucose data trends, and user education regarding backup therapy, pump reconnection timing, and ketone monitoring. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause, potentially influenced by intercurrent illness or medication, with device use continued after recovery and no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.